Manufacturer narrative:
(B)(4). Service engineer opened the compressor and reconnected all the tubing connections to resolve the issue. No parts were replaced.

Event description:
It was reported that, during set-up, a ventilator generated a no air supply error message and audible alarm. There was no patient involvement.